Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. No anomalies were were found however, on visual inspection, grommet damage was noted.

Event description:
It was reported during the implant procedure that a pinhole was noted near the setscrew on the atrial lead. The device was not implanted. No patient complications have been reported as a result of this event.